Manufacturer narrative:
The package insert states this type of event can occur. It is reported that the revision took place because non-zimmer biomet screws were loose. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00644.

Event description:
It is reported that the patient had right temporomandibular joint (tmj) implants removed in (B)(6) 2016. It is reported that the revision took place because non-zimmer biomet screws were loose. It is reported the surgeon is coordinating a joint replacement implantation for the patient to take place early 2017. It is reported that it is unknown whether zimmer biomet will provide the joint implants for the future replacement. It is reported the patient currently has nothing in her right jaw.